Event description:
The ambicor device was removed from the pt, reason not indicated. A malleable left cylinder only was implanted. Ams has requested add'l info. Info received on 10/7/97 indicates reason as infection.